Manufacturer narrative:
(B)(4). Proposed component code: mechanical (g04)- stem. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a patient underwent a hip revision due to a stem fracture on an unknown date. Attempts have been made and no further information is available.

Event description:
It was reported that a patient underwent a right hip revision approximately six years post implantation due to a stem fracture and periprosthetic fracture from unknown trauma and pain. The initial acetabulum cup was retained and all the other items were removed and replaced.

Manufacturer narrative:
(B)(4) this follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated. Corrected. D10: zimmer ref (B)(4) lot 00057404 hip bearing head 28mm neck +12mm implex zimmer ref (B)(4) lot 69599500 monoblock cup once the reinvestigation has been completed, a follow-up MDR will be submitted.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4) this follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: a2; a3; a4; b4; b5; b7; d6b; g3; h2; h6 if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: the patient underwent a right hip procedure on an unknown date in 2002. A revision occurred on (B)(6) 2008 due to broken stem and periprosthetic fracture, where the stem was explanted and replaced. Operative records were not provided. Root cause unchanged. This complaint was confirmed based on the provided medical records.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4; b5; g3; h2; h3; h4; h6. DHR was reviewed and no discrepancies related to the reported event were found. Additional medical records were provided and reviewed by a health care professional. Review of the available records identified the following: the patient was experiencing pain leading up to the revision, and only the femoral component was revised. The stem was found well fixed and removed. No complications were noted. The shell was retained. Root cause remains unchanged. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.